Manufacturer narrative:
Updated data: b5. G2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant, the mean gradient was not measured. During the implant, the valve was implanted in the native annulus at an implant depth of 2mm on the non-coronary cusp and 5mm on the left coronary cusp. Following the implant, no gradient was observed. It was noted the patient¿s blood pressure did not improve and percutaneous cardiopulmonary support and impeller were inserted. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve observed in the computed tomography. However, calcification of the valve leaflet could have contributed to the hemodynamics. The patient¿s current status was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the delivery catheter system can be excluded as a contributing cause to the patient¿s death. In addition, the death was not caused or contributed by the patient¿s underlying medical history.

Manufacturer narrative:
Additional codes: annex es, annex fs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient experienced severe aortic regurgitation (ar) during balloon aortic valvuloplasty prior to the placement of the transcatheter aortic valve resulting in cardiogenic shock. Heart failure rapidly worsened and percutaneous cardiopulmonary support (pcps) was placed. Subsequently, the valve was placed but severe paravalvular leak (pvl) was observed, and post-expansion was also required. As the pulmonary edema was severe and ventilation could not be performed using a respirator, a non-medtronic heart pump was also placed in order to reduce the left ventricular pressure. After post-expansion reduction in pvl was confirmed, the patient was admitted to intensive care unit. The oxygenation gradually stabilized, and the hemodynamics was also stabilized. The next morning, chest x-ray revealed a tendency of improvement in hemoptysis, so the pcps was removed in the afternoon at the cardiovascular surgery department (csd). However, oliguria and hypotension were observed on the second day post-implant and the patient¿s response to catecholamine was poor. The csd placed the pcps again. It was noted the patient had advanced anemia, and a large amount of hemorrhage was observed in the left retroperitoneal region; the pcps blood vessel was replaced by a cardiovascular surgeon. However, concurrent disseminated intravascular coagulation (dic) was also observed, and treatment with assisted circulation and catecholamine were ineffective. Four days post-implant, the patient died. The cause of death was cardiac related. It was noted the patient¿s heart failure exacerbation and cardiogenic shock due to acute ar that occurred during the procedure was treated with a ventricular assist system but later, hemorrhagic complications and dic also occurred, so the physician could not save the patient¿s life. Per the physician, the valve implant procedure was a contributing factor to the patient's death.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, as the balloon aortic valvuloplasty (bav) did not pass through the arch, a balloon was inserted into the arch and inflation was performed 2 to 3 times and was able to pass with no issues. Blood pressure did not return after the pre-implant bav (60/26). Aortic regurgitation and mitral regurgitation were observed. No other issues were noted on echocardiogram, an attempt to implant the valve was made. Difficulty advance through the arch was reported and the blood pressure remained low so percutaneous cardiopulmonary support (pcps) was initiated. No issues with the valve placement in the non-coronary cusp (ncc) or left coronary cusp (lcc) were noted and the valve was released. Echocardiogram showed mild to trivial paravalvular leak (pvl), but the hemodynamics did not improve. Pcps was rotated and an impella device was also inserted. The physician's were informed that it was not recommend to use the impella device and to be careful not to damage the valve leaflets. Per the physician, the adverse events may have been caused by the valve becoming stuck during the pre-implant bav or worsening of the mitral regurgitation but it was not know before the procedure. No further treatment or information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011697749); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0011727598); product type: 0195-heart valves; product analysis: no product was returned and the valve remains impalnted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.